Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was not assembled correctly out of box. Device was opened with metal separating from the plastic on the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue were observed on the jaws. The heater wire was twisted and flexed away and detached from the tip but remained attached at the base of the hot jaw. On microscopic inspection, it was observed that the silicone boot on the hot jaw had small cracks on the side. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed. The analyzed failure "peeled jaw" was also confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was not assembled correctly out of box. Device was opened with metal separating from the plastic on the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue were observed on the jaws. The heater wire was twisted and flexed away and detached from the tip but remained attached at the base of the hot jaw. On microscopic inspection, it was observed that the silicone boot on the hot jaw had small cracks on the side. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed. The analyzed failure "peeled jaw" was also confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was not assembled correctly out of box. Device was opened with metal separating from the plastic on the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.